Manufacturer narrative:
One ref 452-131d (tip only) was returned, decontaminated and investigated. No cord was returned, therefore no investigation could be conducted on the cord. The returned tip was inspected and mechanically evaluated. It was observed that portions of the silicone boot were missing from the distal ends on the jaws and a portion of boot on the left jaw was sheared away on the proximal end, confirming the complaint. There were no functional defects observed. The jaws articulated symmetrically and smoothly about the fixed rivet. The jaw damage was consistent with contact force on the silicone boot of the tip during usage. The outside diameter of the boot insulation of the tip was designed to fit through 5 mm trocars and surgical ports. The tip design was tested rigorously for function and performance. The tearing of the silicone boot may be attributed to several conditions; however the cause could not be determined.

Event description:
The silicone boot tip came off and was retrieved from the patient.